Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had critical pump error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer¿s wife reported that the insulin pump won't stop beeping and it had a picture of the insulin pump with a book. The customer reported that they received a critical pump error image on the pump screen. The customer reported that they had pump error before the critical pump error. The customer reported that the keypad was unresponsive and unable to troubleshooting of keypad due to critical pump error. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.